Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/22/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review reveals evidence of load step malfunction. The pump powers on and displays verify screen. The display is faded upon start up, a test display screen was mounted, and the pump was able to power up with a fully illuminated display. The piston was unable to detect the cartridge upon the first load¿ attempt, the reported complaint was duplicated. Force sensor calibration check was found below the nominal value. The pump was opened and the force sensor circuit was disassembled, force sensor plate was found contaminated. Force sensor resistance reading is above the requirements.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.